Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation all tes connecting the electrode belt connector were missing. The root cause for missing tes was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.